Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead. Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead. Product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulator and lead were explanted on (B)(6) 2012. The patient did not want the therapy and refused a revision. There was no injury and the patient recovered without sequelae.